Event description:
It was reported that this lead was attempted implant into the left bundle branch position, and during the procedure it was unable to completely extend its helix and presented high impedance measurements within range, so a new lead was implanted instead. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this lead was attempted implant into the left bundle branch position, and during the procedure it was unable to completely extend its helix and presented high impedance measurements within range, so a new lead was implanted instead. No additional adverse patient effects were reported. The device has been returned and analyzed.